Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.0mm (B)(4) implantable collamer lens in patient's right eye. The lens was removed due to excessive vault. The lens was exchanged for a shorter lens.